Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was over 500 mg/dl to 600 mg/dl. The customer was treated with the manual injection or insulin pen. The customer reported that their sensor glucose was 75 mg/dl to 150 mg/dl at the time of the event. The auto mode was not active at the time of the incident. Customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.